Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was not able to duplicate the issue. The power cord and circuit breakers performed as intended during evaluation. No damage, shorts, or anomalies observed. Per data log analysis, on (B)(6) 2019 the system was powered up on battery backup at 09:21:35 am. At 09:35:02 am alternating current (ac) power was restored. At 09:44:03 am ac power was lost and the system runs on battery for 12 seconds and ac power was restored. The system was power cycled and at 09:54:36 am switches to battery backup again for less than one minute. At 10:03:58 am the system switched to battery backup for less than one minute again. The system switches to battery backup again at 10:05:11 am. The system was power cycled multiple times while still running on battery backup. At 11:32:32 am ac power was restored and the system remains on ac power from this point on. There is no way to tell from the log if ac power was lost each time the system ran on battery backup or if the circuit breaker was tripped and reset. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the battery issue. The fsr repeatedly tested the hlm on battery mode and a/c power. He replaced the power cord and circuit breakers as a precaution for a possible intermittent problem. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was on battery and would not go on alternating current (ac) power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.